Event description:
The pt received this nail following a fall. The lag screw was discovered to have migrated in the 6th week and the femoral head had been perforated. The pt does have calus formation and is receiving conservative treatment.